Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited stable shock impedance measurements in the 90s-100s ohms range, with some outliers greater than 125 ohms and as high as 160 ohms. There was no gradual rise in measurements, and the lead was programmed to maximum outputs and initial polarity. There were no plans to revise or replace the lead at this time. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.